Event description:
On (B)(6) 2019 a perceval sutureless aortic heart valve, pvs21 was explanted from a patient due to infective endocarditis. The device was replaced with a new perceval device. This event happened at (B)(6) hospital, (B)(6) and involved prof. (B)(6).